Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6500. There was no patient involvement.

Event description:
It was reported, that the device received an alarm error code message. The error code displayed was 570.6500. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine, the customer reported issue of 8300 error 570.6500. Technical support: 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board. 3. Send in to factory for repair. Gave part number to biomed. Transfer to com to order part and repair unit on site. A review of the device history record showed, the device had a manufacture date of 11oct2010. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Based on the findings, technical support was unable to determine, the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.